Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a common femoral artery was completed with two proglide devices, using the pre-close technique, prior to an interventional procedure. Hemostasis was achieved with the pre-placed sutures of the two proglide devices. Reportedly, 15 minutes later the patient started bleeding at the access site. The patient received a transfusion of 5 units of blood. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.